Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery, the system lost phacoemulsification power and started getting a burning smell, electrical fire type smell. The surgery was completed using an alternate system without any complication. Additional information received clarified that event occurred during cataract surgery and there was no patient harm. A warning message appeared with statement ultrasound not available. The system was restarted, however unable to reset the error code.